Manufacturer narrative:
The malfunctioning device was returned to the manufacturer and upon receipt, an investigation will be conducted. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
Catheter leaking at the hub. New PICC placed.

Event description:
Catheter leaking at the hub. New PICC placed.

Manufacturer narrative:
We received one used nutriline catheter connected to a non-vygon needle-free connector. The catheter had been shortened to the 18 cm mark. Furthermore, the catheter was covered with a brownish substance, probable fat emulsion due to residues of tpn. During analysis, the leakage at the junction was confirmed. Microscopic examination demonstrated that the catheter tube was partly torn out of the fixation wing. The fracture plane showed a rough and uneven surface, which is a typical sign of a tensile fracture due to a high tensile load. Additionally, stress whitening was evident. This occurs when a material is subjected to external forces, such as bending or mechanical impact. There are various events that can lead a catheter to leak or become partially dislodged from the fixation wing, including: 1. Tensile force. Which may be caused by: dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture. For babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. Mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. Alcohol-based disinfectant. Concerning this, there are some warnings in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol-containing disinfectants. This may irreversibly damage the catheter." A review of the component batch history records was performed, and no deviations were found. The batches complied with its specifications and were released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter/set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. A review of vygon USA's complaints data shows that lot 23k004d had six reported complaints from two separate facilities. Two reported complaints originated from these facilities. Of the six complaints, five were unrelated to manufacturing problems, while the sixth complaint could not be confirmed because the returned sample was found to be working as intended. Corrective action: as the catheter worked well for 20 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.